Event description:
The customer reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge it via a wall outlet. The customer's blood glucose level was 120.6 mg/dl. Technical support instructed the customer to try different charging methods, but when these did not resolve the issue, they arranged for the replacement of the pump. The customer was informed about using mdi as backup therapy and was provided with instructions on how to return the faulty pump.